Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that that this right ventricular (rv) lead exhibited a lead safety switch (lss). As pacing impedances remained within normal range in unipolar configuration routine follow ups were going to be performed. This rv lead remains in service. No adverse patient effects were reported.